Event description:
It was reported that an unspecified malfunction/issue occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient was hospitalized due to an unspecified cgm malfunction. While reporting a malfunction, documented in (B)(4), the patient stated that he just came out of the hospital, after having been there for ¿a few months¿. The reason for the hospitalization were blood sugar reading of 400 to 500 mg/dl and going into ¿coma¿. The patient stated that this event was ¿directly to blame¿ on the cgm device, but no specific information was reported. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data did not reflect full investigation window. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.